Event description:
It was reported that the device was reading inaccurately. No patient injury was reported.

Manufacturer narrative:
No additional information was received. The device was returned for evaluation. The front bezel had a crack at the screw location and crack lens. Functional tests were performed: power on off unit, swap parts, flow rate test, c02 test; and the reported complaint was verified after inaccurate c02 10% reading and the flow rate was out of specification. This was the first time in for service after about five years in the field and the failure resulted from worn co2 pump mechanism no longer drawing adequate airflow through the pneumatics and causing the co2 sensor to drift out of calibration. Root cause could not be determined. The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. Device was manufactured in 2016. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).